Event description:
During an endoscopic procedure, the physician used a wilson-cook triclip endoscopic clipping device. During clip deployment the handle of the device separated and the clip fell into the patient in a semi-open position. The clip was left to pase naturally. An injury to the patient was not reported.